Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). This device showed less than three months a day before and now at elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption of this device has been steadily increasing. Device replacement prior to end of life (eol) was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.